Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary -there was an alert for out of range subthreshold lead impedance on (B)(6) 2014 at 3:00:03 pm. The right ventricular and superior vena cava defibrillating impedances were out of range. The right ventricular tip to coil impedance is also high. Suspect right ventricular coil.

Event description:
It was reported that the right ventricular (rv) coil had a sudden increase in impedance and high impedance. The rv coil may have a possible fracture. The superior vena cava (svc) may also have a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.